Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely low co2 result obtained on a dimension vista 1500 instrument on a patient sample. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced s3 probe, r5 probe and mixer; aligned photometer; performed mechanical alignments; ran quality controls, quick check, mix and fluidics test, resulting acceptably. The cause of the discordant co2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. 2517506-2018-00707 was filed for the discordant co2 and glu results obtained on (B)(6) 2018.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant result obtained on (B)(6) 2018 was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.